Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The pump passed the displacement, self test, off no power and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarms due to motor error alarms. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window, a cracked reservoir tube and a stained end cap sticker.